Manufacturer narrative:
Additional information: it was reported that as of 2024-03-13 symptoms were improved and as of (B)(6) 2025 hospital visit no issues were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one photo was received from the account. The image appears to show redness and inflammation in the calf and thigh region on the inside of a person¿s right leg. The complaint cannot be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a possible hypersensitivity reaction occurred on the right leg treated with venaseal. The catheter tip was 5cm caudal to sfj. Following the venaseal procedure, the patient experienced redness and inflammation in the calf and thigh region, itching, and pain in the right leg, especially the calf. The initial reaction event was suspected to be a hypersensitivity reaction, despite the patient's lack of history of allergic reactions to adhesives and band-aids. Medical intervention was required, and the patient was prescribed a medrol dose pack (4mg for 1 week), pepcid (20mg once per day for 1 week), and zyrtec (10mg once per day for 1 week). The patient also used benadryl cream and benadryl, which were responsive at times. During a follow-up, the patient continued to experience itching and pain, leading to another round of medrol dose pack, pepcid and zyrtec and the use of benadryl and ibuprofen as needed. The reaction occurred along the treated vein, 55cm in length, specifically the great saphenous vein (gsv) in the right leg. The issue was still present, and a radiofrequency (rf) ablation was scheduled for the left leg at a future date. It was unknown if there was any patient involvement or complications as a result of the event.